Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. However a video was sent which confirms the reported event. The reported device was not sent to brézins for investigation as repairs were performed locally. According to provided information, the flex binder was replaced in order to solve the issue and was sent back to brézins. Upon functional testing, the technical error could not be reproduced. Therefore the root cause of the event might be linked to another part that can only be tested with its associated deivce. However this issue is known and likely linked to a defective component of the device speaker. This is being evaluated with a CAPA opened in may 2023. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: "when the pump beeps, error 51 (speaker) occurs. After replacing the parts, the problem was gone." Video evidence received showing the indicated error when the occlusion alarm is triggered. Reporting as a conservative measure due to the referenced issues. There were no reports of an adverse event. More information is needed to complete the investigation.